Event description:
The pt reported inaccurate high results with their one touch ii meter. A comparison was performed with the lab with results of 114mg/dl (meter) and 218 mg/dl (lab). The pt was experiencing symptoms of irritability, thirst and frequent urination. He rec'd insulin based upon the lab result.